Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error and that the customer experienced low blood glucose. The customer's blood glucose was 48 mg/dl. The caller did not observe any significant events leading to the alarm other than the low blood glucose. He stated that the insulin pump had not been dropped, bumped, or exposed to moisture. He was unsure what the cause of low blood glucose was. He stated that she had low blood glucose all day but was unsure if she stacked insulin or if there was any issue related to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent esc button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, scratched reservoir tube window, cracked at the reservoir tube window corner and missing end cap sticker.